Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. Additionally, the customer received a power source alert while using the tandem-provided usb cable and tandem provided wall charging adapter. Customer¿s blood glucose level was 155 mg/dl. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter and secondary usb cable. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged ui: load fill estimate minimum fill notification issue was verified, but the hw: ac power charger-not charging and hw: usb cable-not charging issues could not be verified. The information will be used for tracking and trending purposes.